Event description:
It was reported via medwatch that fiber broke during procedure causing an abdominal burn to a user facility employee. It was later reported by the user facility that subject employee burn was less than 1st degree and required no medical intervention and resolved completely. No pt complication was reported.

Manufacturer narrative:
Although reasonable attempts were made, device was not returned by user facility. Probable root cause is excessive bend force in contradiction to product labeling.